Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient stated that she experienced lack of efficacy of her stimulator device (B)(6) 2020 after she had fallen a few days prior. Patient has history of falling very frequently that is related to other co-morbidities. Patient has very complex medical history and has history of frequent falling. Manufacturer representative (rep) performed an impedance check, attempted to reprogram, and once the patient described that she felt like the stimulator was pinching her skin, an x-ray was ordered. The x-ray revealed that one of her implanted leads had migrated from midline upper thoracic implanted space. X-ray obtained. Hcp placed a stat request to the or team for lead revision or time before the end of the year. Rep reprogrammed, avoiding the use of the lead that has migrated. Able to use the lead that is currently intact in the appropriate upper thoracic space and patient is receiving adequate bilateral coverage where she needs pain relief, thankfully. Surgical intervention was planned.